Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) lead post operatively. It was suspected the lead was pulling back. The lead will be revised and remain in use. No patient complications have been reported as a result of this event.